Manufacturer narrative:
A lot order search was performed on the foam tip plunger and there were four similar complaints found.

Event description:
It was reported that the surgeon was inserting a competitor's lens using the foam tip plunger and both haptics were broken during insertion. No pt injury reported.